Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier for non-sustained right ventricular over sensing. The device was post paced t wave oversensing on the ventricular channel. The patient did not receive therapy during oversensing. Programming changes were discussed. Further information could not be obtained.